Event description:
Caller reported an incident of hyperglycemia requiring hospitalization at a time when the active meter was unavailable for use due to error e- 5. The caller attempted to use his aviva meter but e-5 displayed due to his attempting to use expired strips. He passed out at around 2:00 pm and his father-in-law rushed him to hospital. The time frame from the e-5 error to the caller passing out and being hospitalized is unknown. The hospital "meter" read 860 mg/dl. The caller was admitted to the hospital and given 15 liters of saline by IV. He was also given humalog injections by hospital staff. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.